Manufacturer narrative:
(B)(4). The complaint sample is not available and the lot number is unknown, thus a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the system no product is available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Clinical review of the medical records does not reveal any allegation against any fresenius products. The acute metabolic encephalopathy due to polypharmacy, lactic acidosis, acute prolonged qtc that was possibly drug related acute urinary retention were unlikely related to peritoneal dialysis with fresenius products and likely related to the patient¿s polypharmacy and age (urinary retention).

Event description:
A peritoneal dialysis (pd) patient called technical services for assistance disconnecting, was disorientated, and had an ambulance arrive. During follow-up with the pd nurse reported the patient was admitted for altered mental status. She reported the patient was on long term pain medications. She also reported there were no electrolyte imbalances and his pd fluid showed no sign of infection. During admission the patient was found to have acute metabolic encephalopathy due to polypharmacy, lactic acidosis, acute prolonged qtc that was possibly drug related and acute urinary retention (to be treated with flomax). In addition the patient had physical deconditioning that occurred during admission that was treated with physiotherapy. Discharged on (B)(6) 2016.